Event description:
Same case as MFR report #: 2134265-2009-00827. Same patient as MFR report #: 2134265-2008-04190. Taxus express2 post market surveillance study. It was reported that 164 days following a coronary artery stenting procedure, the patient expired. At the time of the initial procedure, coronary angiography showed 90% stenosis of the high lateral ramus, 90% stenosis of the proximal rca (right coronary artery), 75% stenosis of the mid rca, 100% stenosis of the proximal lad (left anterior descending), 99% stenosis of the mid lad, and thrombotic occlusion of the distal lad or apical artery. A 3.5x32mm liberte stent was implanted in the proximal lad with 0% residual stenosis. A 2.75x20mm liberte stent was implanted in the mid lad with 0% residual stenosis. At the one month follow-up visit, the physician reported no problems. The patient experienced cardio-respiratory arrest and expired 164 days following the initial procedure. Cardiopulmonary resuscitation was performed. No autopsy was performed. The patient was transferred to another hospital, therefore, the details of this event are unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.